Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21 cfr 803.52 is below. Trilliant surgical attempted to obtain the omitted information as part of internal complaint handling activities. Patient date of birth and weight not reported. Catalog # and serial # not utilized by trilliant surgical. Date of event is unknown. The event is considered to be when the patient began to experience discomfort. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed with the screw length(s) not reported. Implantation date is unknown. Concomitant medical products and therapy dates not reported. Initial reporter fax not provided. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. As stated within, the device(s) were not returned for evaluation. Per item 4 above, device manufacture date could not be confirmed. Because screw length(s) is unknown, brand name and model # feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # and device manufacture date could not be confirmed and device history record (DHR) review could not be conducted. Investigation (including evaluation summary): evaluation of similar complaints the complaints log was reviewed to identify any similar events related to a tiger screw removal due to pain between december 2020 and december 2021. Seven (7) similar complaints were identified. Of these 7 identified complaints, the root causes were as follows: patient anatomy (x1) and unknown (x6). None of these related events were confirmed to contain parts from the same lot number(s) as the reported event as the lot numbers are unknown. Device history record (DHR) review: limited information of the implantation case was available. The specific lengths of the two 3.0mm diameter tiger screws removed were unknown. As the tiger screw product line has several length offerings, potential lot numbers could not be narrowed down. Thus, DHR review cannot be conducted. Review of surgical technique: tiger cannulated screw system instructions for use, IFU 900-01-002 revision p, corresponds to the event. Limited information was provided for the surgical technique/ conformance to the IFU so it is unknown if the doctor/ user followed the IFU. Visual and dimensional inspection: the parts were not returned, so no visual or dimensional inspection could be conducted. Simulated use testing: simulated use testing cannot recreate physiological conditions of being implanted for a duration of time as well as there are limitations in being able to recreate "pain after union". Simulated use testing was not performed. Investigation conclusion: similar complaints were identified. However, none provided further insight into the evaluation of the root cause for this (B)(4). DHR review did not occur. It is unknown if the user followed the IFU, as limited information was provided regarding the implantation case. Because the part was not returned, visual inspection and dimensional inspection could not be performed. Simulated use testing did not occur. It was confirmed that union occurred. As limited information is available, the root cause of the patient experiencing pain after union remains unknown.

Event description:
On 12/15/2021, djo independent sales representative emailed djo sales support specialist to report of a removal case of (2) 200-30-xxx (3.0mm x xxmm tiger canulated screw) at facility 1 with doctor 1 on a (B)(6) female patient. Djo independent sales representative states that the patient "complained of pain after union." Djo independent sales representative was able to obtain the below photo of the removed (2) 200-30-xxx screws as well as x-rays of the implanted (2) 200-30-xxx and patient surgical site after screw removal. Djo independent sales representative did not know the lengths of the removed (2) 200-30-xxx and was not able to retain them per facility policy. Djo independent sales representative will not be returning the removed (2) 200-30-xxx to corporate for further review.